Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, a persistent ulcer without active bleeding with a visible vessel was found and it was decided to place clips to clip the ulcer. However, one of the clips was unable to release and remained attached to the "mandrel" in an open position. The device was then removed together with the scope while the clip still in an open position. The procedure was completed with another clip device. It was reported that the device was used according to the instructions. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the "mandrel". Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly attached and has evidence of full deployment. The clip returned in a separate bag, without any activation performed and with the clip arms opened. Microscopic examination was performed and it was found that the bushing has small hits and has evidence of no activation performed. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, the device returned without the clip attached and the clip assembly returned in a separate bag, without activations performed; however, the device returned without the clip assembly attached and with evidence of full deployment. Evidence that the clip, did release. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopy procedure performed on february 1, 2022. During the procedure, a persistent ulcer without active bleeding with a visible vessel was found and it was decided to place clips to clip the ulcer. However, one of the clips was unable to release and remained attached to the "mandrel" in an open position. The device was then removed together with the scope while the clip still in an open position. The procedure was completed with another clip device. It was reported that the device was used according to the instructions. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.